Event description:
Emergency nurse attempted to activate product for patient comfort. Hot pack exploded 'all over the place.' It got on nurse's face and in/near her eyes, despite her glasses, causing a corneal burn. She did seek medical attention. Also, contents got all over another nurse's face, hair and clothing. She was not injured, but "it was a mess." Customer said the pack was from one of four lots they had in stock throughout the hospital: v5a140, v5e077, v5j148 or v5j163.

Manufacturer narrative:
The product sample was received from the customer for our evaluation and proved to be very helpful. The investigation of the pack indicated an imperfect or "run off" seal at the top of the pouch. Fortunately, this type of difficulty is rare. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. Unfortunately, it appears this unit was not part of the product sampling. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.